Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the pacemaker had increase power consumption. The event was escalated to engineers for analysis. Analysis states that the device appears to be malfunctioning as the significant increase in power consumption cannot be explained. In addition, the device was explanted due to premature battery depletion. This pacemaker is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation was confirmed. The cause of high current drain was isolated to u3 ¿ mmic. The exact cause of the defect within the mmic could not be identified.

Event description:
---